Manufacturer narrative:
Block h6: imdrf device code a24 captures the reportable investigation results of sleeve detachment of device or device component. Block h11: the sensor wire returned for analysis. During visual and magnification analysis, it was observed that the guidewire was unraveled, bent and detached at the proximal section, and the sleeve was detached. With all the available information, boston scientific concludes that the reported event was not confirmed since no problems with device flexibility were observed. However, the observed findings could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to sleeve separation from the guidewire. Based on the information available and investigation results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during the procedure, the end of the guidewire was abnormally thickened and could not be put. The procedure was completed using another of the same device. The patient condition following the procedure was stable. Analysis of the returned device revealed that the sleeve was detached.